Event description:
It was reported that a patient underwent a total hip arthroplasty on an unknown date utilizing competitor products. Subsequently, the patient underwent a revision on (B)(6) 2013, due to unknown reasons. During the revision, the locking screw fused to the construct which caused the screw to become stripped. The surgeon was unable to remove the screw. As a result, surgeon completed procedure with a larger stem and proximal body.

Manufacturer narrative:
Examination of returned device found the incorrect hex driver was used. It was observed the hex driver that is fused with the 3.5 mm locking screw that pertains to this complaint is not a biomet hex driver. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "specialized instruments are designed for biomet® joint replacement systems to aid in the accurate implantation of the prosthetic components. The use of instruments or implant components from other systems can result in inaccurate fit, sizing, excessive wear and device failure."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.